Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. Patient experienced difficulty in filling the v-go. Patient did experience an interruption with vgo therapy because of the broken ezfill. Patient was taken to ER as patient didn't have a way to administer insulin. Patient was treated at ER with lantus and IV fluids. Device is not available for technical review.

Event description:
Type 2 diabetic on vgo40 for 3 years contacted valeritas customer care stating that a replacement ezfill plunger would not depress and was leaking insulin and she could not fill the vgo. The ae assessor spoke with the patient for further investigation of this report and the replacement ezfill arrived and worked fine for today. The patient did experience an interruption with vgo therapy because of the broken ezfill. The patient stated that she was taken to the emergency room (ER) by her daughter because she did not have a way to administer insulin. The patient stated that she received lantus and IV fluids while in the ER and she was in the ER from early morning until late at night, but she did not get admitted to the hospital. The patient also stated that her blood pressure was high and she has usually had a normal blood pressure. The ER tried to contact her hcp but he was unavailable; however, he was made aware of her situation. The patient stated that she has an appointment with the hcp but she could not remember the upcoming date. It is the opinion of the ae assessor that this patient may have additional health issues that contributed to this ER visit.

Manufacturer narrative:
Date of report: date corrected. UDI # provided. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.

Manufacturer narrative:
Three ez fill filling accessories were returned and evaluated. The conclusion result was: device 1. Returned device has a plunger that will not depress will not fill a vgo device. Device 2. Returned device has bent/broken fill needle, will not fill a vgo device. Device 3. Fill needle slightly bent, hard to depress plunger to fill a vgo. Historically, bent/broken fill & vent needles of the ez fill has proven to impede the filling vgo process and cause leaking and plunger issues from the device. It is likely user error that was a factor contributing to the damaged needle(s). Block d10 - device evaluated. Block g7 follow up #2. Block h2- additional information. Block h-3 device returned. Block h6 patient -1905, device 1670, method 10, results 3049, conclusion 61.